Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the hybrid was damaged.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed.the analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. (B)(4).

Event description:
It was reported that the patient's device had a drop in battery voltage and unexpected battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the hybrid was damaged. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Hybrid analysis determined that the depleted battery was caused by excess current in the hybrid coming from the dvdd supply. When trying to isolate the dvdd circuitry, traces in the hybrid¿s printed circuit board were damaged changing the as-received failure signature. As a result, no further analysis was performed and the cause of the high current drain (cd) was not determined. Further hybrid analysis of a donor hybrid containing the radio frequency module (rfm) from the returned device was put into a chamber at 86% humidity at a temperature of 85 degrees celsius (85/85) for an eight day period in an attempt to reestablish the high cd condition. The cd remained nominal throughout the 85/85 test environment. Therefore, further physical analysis of the substrate was performed. No evidence of cracking or any other anomalies were observed. The additional analysis showed no anomalies or indications as to the cause of the reported failure. If information is provided in the future, a supplemental report will be issued.